Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that during inspection for use, the bronchovideoscope displayed error code b30 (scope communication error) and error code e216 (scope communication error) on two different towers. There was no patient involvement.

Event description:
No additional information received from the customer.

Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunction was identified during the device evaluation: distal end detached. Based on the results of the investigation, it¿s likely the b30 and e216 communication errors occurred due to an electronic component failure. Additionally, it's likely the distal end was detached due to a stress problem. However, a definitive root cause could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.